Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain implanted in the patient, therefore an engineering investigation could not be conducted. Also was involved plc231000/13803319 UDI# (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to genitourinary (e.g., ischemia, erosion, fistula, incontinence, hematuria, infection). Please note that the medwatch with MFR report # 2017233-2017-00118 was emailed to FDA on march 12, 2017 to cover the fistula repair.

Event description:
On (B)(6) 2016, a patient underwent treatment of a left internal iliac aneurysm, measuring 140mm with gore® excluder® aaa endoprostheses featuring c3® delivery system. On (B)(6) 2016 a CT revealed the aneurysm measured 116mm, and an ureto-left iliac fistula was noted. On (B)(6) 2016, a reinterention was performed whereby the patient underwent open repair of the left internal iliac artery aneurysm, ligation of the superior gluteal artery and thrombectomy of the left internal iliac artery. The urinary tract was addressed with ureter re-implantation into the bladder with psoas hitch/boari flap and left ureterolysis. The patient received several units of blood products. On (B)(6) 2016 a CT revealed the aneurysm measured 99mm, and a left vesico (bladder)-aneurysmal sac fistula. On (B)(6) 2017 the patient had an intraoperative cystoscopy with fistula repair. The cystogram revealed no further leak from the fistula (this information was covered by the medwatch with MFR report # 2017233-2017-00118 was emailed to FDA on march 12, 2017). It was reported that on (B)(6) 2017, the patient had an urosepsis and underwent intravenous antibiotics treatment. On (B)(6) 2017, the symptomatic left internal iliac fistula with bladder was noted and the patient underwent a 3 way idc irrigation treatment with 2 units packed red blood cells. The patient tolerated the procedure. The physician mentioned that the repair of the left mycotic vesico-aneurysmal sac fistula which tested (B)(6) to (B)(6) at the time on (B)(6) 2016 was unsuccessful, and the patient later represented with hematuria and urosepsis stemming from the reoccurrence of the left mycotic vesico- aneurysmal sac fistula. Therefore it is possible that there is a connection between the fistula and the urosepsis. However, according to the physician, gore® excluder® aaa endoprostheses did not cause the infection or the fistula.